Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an "electrical feeling" at the device site and in their arm. The patient reported the pacing lead was reprogrammed and that previously the lead wasn't "working properly" and was "nicked". The pacing lead remains in use. No further patient complications have been reported as a result of this event.